Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that her son insulin pump drive support cap was flush. Customer blood glucose level was unknown. Customer mother also stated that the insulin pump had blank display. Trouble shooting was performed and display was returned. Insulin pump also had pump error unexpected restart. A cold reset was performed and motor error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.